Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly shutdown; cause was not known. Upon turning pump on, a low power alert and alarm occurred. Customer was used non-tandem power adapter to charge pump and then changed the wall adapter to charge the pump. Customer's blood glucose was 498 mg/dl. Reportedly, customer reverted to using another method for insulin therapy and blood glucose was not impacted.